Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the log files. The log files contained approximately 9 minutes of relevant data combined (B)(6) 2027 from 09:01:05 ¿ 09:10:06 per the timestamp). The log files captured the system controller being changed, and when changed it was observed that the year was set to 2027. This caused a backup battery fault alarm associated with a backup battery end of service life fault to activate. The alarm activated due to the date of the controller clock being greater than the expiration date of the backup battery. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller (serial number: (B)(6) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Review of the backup battery information revealed that the backup battery was manufactured on 02may2024 and has an expiration date of 02may2027. The reported event date was on 29jun2024; therefore, the backup battery was not expired at the time of the event. The root cause of the reported event was determined to be the system controller clock being incorrectly set to the year 2027, resulting in the controller clock date being greater than the backup battery¿s expiration date. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 26jun2024. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a system controller exchange due to power cable disconnect alarms. When the system controller was exchanged, an emergency backup battery (ebb) fault would not clear. The ebb was then exchanged and the fault still would not clear. Log files were submitted for review. The log file showed the system controller was connected on (B)(6) 2027 at 9:01:58 and then disconnected on (B)(6) 2027 at 9:09:41. During this time period, the log file captured ebb faults. The customer requested a replacement for the ebb (sn (B)(6).